Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor did not coincide with the position of the stylus pen. The programmer was returned for service. There was no patient involvement.